Event description:
It was reported to medtronic minimed that the customer reported low battery alarm or short battery life. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the customer was not confident to use the pump. No harm requiring medical intervention was reported. Product return for mmt-1880 is expected and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 41.0 received the lowbatteryalert (104) on 09/06/2025 20:41:00 faster than expected at 1.09 days. Battery cycle 40.0 received the lowbatteryalert (104) on 09/05/2025 11:54:00 faster than expected at 1.26 days. Battery cycle 39.0 received the lowbatteryalert (104) on 09/04/2025 04:44:00 faster than expected at 1.26 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. Unit was cut open to perform visual inspection and no evidence of moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly was noted. However, a broken trace and deep scratch was noted on pcb1. Due to physical damage, isolate to electronic assembly. The following cosmetic damages were noted: cracked case (battery tube), cracked case, cracked keypad overlay, damaged display window cover, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations of low battery alarm or short battery life were confirmed based on battery duration failure analysis instruction: the customer experienced an unexpected power loss of less than 7 days per the pump history records. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.